Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.g970usqu9ixe1. Hardware: sm-g970u. Cgm sensor type: g7.

Event description:
It was reported that the patient had been to the emergency room with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 0 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include headache, being tired and abdominal pain. The patient was treated with IV (intravenous) fluid and apple juice. The patient was released 4 hours later ((B)(6) 2025). The patient wore the pod when seeking medical attention.